Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4)

Event description:
It was reported that chest pain and st elevation were experienced and stent thrombosis occurred. The patient presented with st segment elevation myocardial infarction (stemi). Vascular access was obtained via the femoral artery. The occluded target lesion was located in the left anterior descending (lad) artery. Following pre-dilation with a 2.5mm x 15mm apex balloon catheter, a 3.0mm x 24mm synergy drug-eluting stent was deployed in the mid lad. Bivalirudin was given, then a 3.0mm x 15mm nc quantum balloon catheter was advanced for post-dilation. Femoral artery was closed with non-bsc vascular closure device and the procedure was completed. Patient placed on brilinta. However, within one hour, the patient experienced chest pain and st elevation. The patient was brought back to the cath lab and angiography was performed which revealed an acute stent thrombosis of the lad. A 3.25mm x 12mm nc quantum balloon catheter was advanced to dilate the mid lad and the lesion was treated with a 3.0mm x 28mm non-bsc drug-eluting stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.